Event description:
Echelon gastro-intestinal stapler after firing the tissue. Instrument locked out and surgeon had to use an emergency button to release the jaw of the stapler. Diagnosis or reason for use: morbid obesity.